Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2017-00826.

Event description:
It was reported that the trial snapped in half at an unknown time.